Manufacturer narrative:
Event date approximate. Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. See MFR report number 3004209178-2017-18835 for event with involving related ins/system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's system had been acting up and that they had been feeling weak. They got better but then got worse and could not pick themselves up. The patient fell, however this had been 2 to 3 weeks before feeling weakness. The device read on and ok while on the call. The patient was directed to follow-up with their healthcare provider to check on their inss. No further complications were reported as a result of this event.